Event description:
The affiliate reported a customer who experienced hydrogen peroxide contact on their right index and middle fingers. The customer reported that the contact site was slightly discolored. The customer did not seek medical attention or require treatment for the contact, the customer recovered in a day. The customer reported seeing "droplets" on the load and did not wear gloves to handle the load. Service was sent to assess the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The unit met all specifications.